Event description:
It was reported that the patient resumed farm work three days post implant and both leads became dislodged. The leads were successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.